Manufacturer narrative:
The impella 5.5 pump experienced a purge filter break, high purge pressure, and low purge flow during the case. The team performed a purge bypass which initially solved the problem. The pump eventually stopped during the weaning process and was not replaced as the patient was stable. Blood had pushed its way back into the purge line creating purge system blocked alarms, which were confirmed by the data logs that was returned and as shown by field photos. The returned pump confirmed blood in the purge gap and in the purge line as described in the clinical account. The filter had a noticeable crack and leaked when pressurized with water. The root cause of the pump stop was a blood ingress into the motor caused by a purge system break. It was unknown how the break occurred.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) old female patient had impella 5.5 pump inserted in the right axillary. The impella stopped while weaning out of the patient.